Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000mcg/ml fentanyl at 1798.8mcg/day, and 2000mcg/ml clonidine at 1798.8mcg/day via an implantable infusion pump for non-malignant pain. It was reported that a motor stall was seen at initial interrogation of the pump. It was reported that the motor stall was active and the stopped pump period may exceed tube set. The hcp did not believe the patient recently had a magnetic resonance imaging (MRI) scan. It was reported that the patient had a refill on (B)(6) 2017 and the patient was admitted to the intensive care unit (ICU) on the (B)(6) 2017. The hcp reported that they wanted to withdraw cerebrospinal fluid (csf) so that was done through the catheter. A manufacturer's representative (rep) was there to help with the csf being withdrawn through the catheter. At that time the physician and nurses were asked if they thought there were any issues with the pump and the catheter to which they responded, no. The rep did not check the logs at that time. The critical alarm interval was set at one hour so the rep did not hear it. The rep did not know the patient's history but reported the patient may have had a heart attack or stroke, but was not certain. The hcp had stated that they were amazed the patient was still alive considering all the medical issues the patient has had. . The rep unaware of the motor stall until (B)(6) 2017. No magnetic sources were present near the pump. It was reported that it was not medically appropriate for the patient to go through surgery at the time. It was reported the patient would be medically managed and the pump would be programmed to minimum rate. No symptoms were reported. No further complications were anticipated/reported.